Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation - single) was confirmed via returned device analysis. The corresponding non-tactile gripper line was observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the results of the analysis, the reported difficult to open or close (gripper actuation - single) was due to the observed broken gripper line. A cause of the reported gripper line break could not be definitely determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
This is filed to report a gripper actuation issue. It was reported that a mitraclip procedure was performed to treat a mixed mitral regurgitation (mr) with grade of 4. The patient was presented with billowing of both leaflets and enlarged atrium. After several grasping attempts, the anterior gripper stopped functioning. The decision was made to remove the clip. A replacement clip was implanted with no reported issue, reducing mr to grade 1-2. This issue reportedly caused a clinically significant delay, but the delay did not result in adverse patient sequelae. No additional information was provided.